Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.

Manufacturer narrative:
(B) (4). Conclusion: abnormal function of the screw mechanism was confirmed during the laboratory investigation: as received, the mechanism was blocked in the extended position. The cause of this failure could not be determined by the analysis; however, it may be attributed to the slight bowing of the shaft of the helix, or to over-rotation of the mechanism during the implantation attempt. The damage sustained to the receptacle may be evidence of the over-rotation, or it could have occurred as a result of the difficulties incurred during the implant attempt. It should be noted that all leads are tested repeatedly at finished-device inspection to ensure extension and retraction within the specified number of turns. The results of the subject investigation are retained and utilized for trending purposes.